Event description:
A customer contacted beckman coulter, inc. (Bec) to report a leak of clear fluid dripping from under a coulter lh 750 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid. Medical attention was not sought. There were no reports of exposure to mucous membranes or open wounds. No one was splashed, sprayed. There was no death, injury or change to patient treatment attributed or associated with this complaint.

Manufacturer narrative:
A field service engineer (fse) was dispatched for the event. The fse observed that the vent line tubing was not connected to the needle cartridge. The fse repaired the tubing by trimming the tubing and reconnecting the vent line securely. No evidence of further leaking was observed. Root cause for the leak was due to the vent line tubing tip getting worn and disconnecting from the needle cartridge. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).